Event description:
It was reported that the pump's usb port was loose, resulting in difficulties charging the pump. Additionally, the customer received a power source alert while using the tandem-provided usb cable. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate usb cable. The customer experienced a blood glucose (bg) level reported as "high"; specific value was not provided. Customer addressed bg by administrating a correction bolus via pump and a manual correction injection. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issues; however, the customer did not respond.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.